Manufacturer narrative:
This report is being sent to provide additional information in section b5, event description.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system recently received an inappropriate shock whilst straining on the toilet and was hospitalized. The physician believed that the shock was delivered due to over-sensed myopotential noise from a muscle spasm and therapy was programmed off to prevent further shocks. Boston scientific technical services (ts) was contacted for review and confirmed that the episode was the result of myopotential over-sensing. Troubleshooting steps were provided, such as postural testing, manipulations, isometrics, and diagnostic imaging, to assess the system integrity and the reproducibility of the myopotential artifacts in all three sensing vectors. It was noted that the secondary sensing vector with 2x gain would not be appropriate for this patient due to high r-wave amplitude measurements that could cause signal saturation. Close monitoring was also recommended. Recently, the patient was evaluated in-clinic and the recommended provocative maneuvers and isometric testing were performed. The myopotential noise was reproducible and over-sensed in the primary vector, with both gain options assessed and deemed to be unsuitable. The alternate sensing vector with x1 gain did still show myopotential artifacts, but these were appropriately discriminated with good r-wave amplitude measurements. Assessing the alternate vector with x2 gain was recommended to improve the noise discrimination across multiple postures. However, ts noted variable r-wave amplitude measurements and recommended considering x-ray imaging to evaluate the current system position. Extending the smartcharge feature was also mentioned to potentially delay further inappropriate therapy. However, if the alternate vector was deemed to not be satisfactory, ts discussed a potential electrode/system repositioning if clinically appropriate. Performing a new automatic set-up tool screening was also recommended to assess a better location for the system. Subsequently, the recommended testing to assess the alternate vector with x2 gain were performed. A significant amount of noise was noted, including the patient's intrinsic r-wave, which concerned the physician as true tachycardia events may not be appropriately sensed and treated. Provocative maneuvers were performed, which occasionally reproduced the artifacts, but it was inconsistent. As the alternate vector was deemed unsuitable, the system was programmed to the primary vector with x1 gain, as no other setting seemed to function as well. The smartcharge feature was also extended to the maximum, and tachycardia therapy was programmed back on as the patient was discharged from hospital. These testing results were forwarded to ts for further review, and it was determined that the alternate vector with x2 gain showed appropriate noise discrimination with only one over-sensed beat. Additionally, the r-wave amplitude measurements were noted to be suitable. Ts concluded that this programming with the extended smartcharge would be the best programming option, should the physician prefer a non-invasive approach. However, close remote monitoring was also recommended if the system was not reprogrammed. Ts re-iterated the importance of reviewing the system position via x-ray imaging to rule out potential system migration as the myopotential noise is present in all three sensing vectors. New x-ray images were taken and provided to ts for review. Previous x-rays were also provided that were taken post-electrode revision in 2023. During this procedure, the electrode tip was better secured. The field clinical specialist was hesitant about reprogramming the device to the alternate vector with x2 gain due to potential ventricular fibrillation (vf) under-sensing, but the patient was brought back into clinic where the physician reprogrammed the device. A real-time electrocardiogram showed correct noise detection. The patient was instructed to perform weekly remote transmission for close monitoring. These details were also provided to ts, who confirmed that the concern for myopotential over-sensing resulting in a delay to vf therapy has not been seen in s-ICD systems. The x-ray images showed a slightly left lateral position of the electrode with deviated tip towards the pectoral muscle. This position could be a contributing factor to the significant, persistent noise seen in this event. Ts recommended using the alternate vector with x2 gain for a non-invasive option to manage the noise, otherwise an invasive approach was suggested, if clinically appropriate. The physician elected against performing surgical intervention, and reprogrammed the device to the alternate vector with x2 gain. Additionally, closer remote monitoring is also being performed. At this time, the s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system recently received an inappropriate shock whilst straining on the toilet and was hospitalized. The physician believed that the shock was delivered due to over-sensed myopotential noise from a muscle spasm and therapy was programmed off to prevent further shocks. Boston scientific technical services (ts) was contacted for review and confirmed that the episode was the result of myopotential over-sensing. Troubleshooting steps were provided, such as postural testing, manipulations, isometrics, and diagnostic imaging, to assess the system integrity and the reproducibility of the myopotential artifacts in all three sensing vectors. It was noted that the secondary sensing vector with 2x gain would not be appropriate for this patient due to high r-wave amplitude measurements that could cause signal saturation. Close monitoring was also recommended. Recently, the patient was evaluated in-clinic and the recommended provocative maneuvers and isometric testing were performed. The myopotential noise was reproducible and over-sensed in the primary vector, with both gain options assessed and deemed to be unsuitable. The alternate sensing vector with x1 gain did still show myopotential artifacts, but these were appropriately discriminated with good r-wave amplitude measurements. Assessing the alternate vector with x2 gain was recommended to improve the noise discrimination across multiple postures. However, ts noted variable r-wave amplitude measurements and recommended considering x-ray imaging to evaluate the current system position. Extending the smartcharge feature was also mentioned to potentially delay further inappropriate therapy. However, if the alternate vector was deemed to not be satisfactory, ts discussed a potential electrode/system repositioning if clinically appropriate. Performing a new automatic set-up tool screening was also recommended to assess a better location for the system. Subsequently, the recommended testing to assess the alternate vector with x2 gain were performed. A significant amount of noise was noted, including the patient's intrinsic r-wave, which concerned the physician as true tachycardia events may not be appropriately sensed and treated. Provocative maneuvers were performed, which occasionally reproduced the artifacts, but it was inconsistent. As the alternate vector was deemed unsuitable, the system was programmed to the primary vector with x1 gain, as no other setting seemed to function as well. The smartcharge feature was also extended to the maximum, and tachycardia therapy was programmed back on as the patient was discharged from hospital. These testing results were forwarded to ts for further review, and it was determined that the alternate vector with x2 gain showed appropriate noise discrimination with only one over-sensed beat. Additionally, the r-wave amplitude measurements were noted to be suitable. Ts concluded that this programming with the extended smartcharge would be the best programming option, should the physician prefer a non-invasive approach. However, close remote monitoring was also recommended if the system was not reprogrammed. Ts re-iterated the importance of reviewing the system position via x-ray imaging to rule out potential system migration as the myopotential noise is present in all three sensing vectors. New x-ray images were taken and provided to ts for review. Previous x-rays were also provided that were taken post-electrode revision in 2023. During this procedure, the electrode tip was better secured. The field clinical specialist was hesitant about reprogramming the device to the alternate vector with x2 gain due to potential ventricular fibrillation (vf) under-sensing, but the patient was brought back into clinic where the physician reprogrammed the device. A real-time electrocardiogram showed correct noise detection. The patient was instructed to perform weekly remote transmission for close monitoring. These details were also provided to ts, who confirmed that the concern for myopotential over-sensing resulting in a delay to vf therapy has not been seen in s-ICD systems. The x-ray images showed a slightly left lateral position of the electrode with deviated tip towards the pectoral muscle. This position could be a contributing factor to the significant, persistent noise seen in this event. Ts recommended using the alternate vector with x2 gain for a non-invasive option to manage the noise, otherwise an invasive approach was suggested, if clinically appropriate. At this time, the s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.